Manufacturer narrative:
Archives were reviewed and the reported issue was replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices/components were returned to the manufacturer at the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the register task of a sacroiliac and thoracolumbar procedure, the hospital encountered the error code 64 when they loaded a scan and tried to manually register in a spine case. The site tried to delete the patient, reboot the system, and reload multiple times but nothing worked. They decided to abort navigation and imaging and just proceed with the case. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.